Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was bent in multiple locations. The embolization coil was detached from the pusher assembly and the distal detachment tip (ddt) had dried blood inside. Conclusion: evaluation of the returned device revealed the embolization coil was detached from the pusher assembly and not returned for evaluation. Since the embolization coil was not returned for evaluation, the root cause of the unintentional detachment could not be determined. Further evaluation revealed the pusher assembly was bent in multiple locations. This damage may have occurred due to forceful manipulation of the ruby coil during advancement into a microcatheter, and may have contributed to the resistance experienced by the physician when attempting to advance the ruby coil. The px slim delivery microcatheter (px slim) mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, while advancing a ruby coil out of its introducer sheath and into a px slim delivery microcatheter (px slim), the nurse experienced resistance and was unable to advance the coil completely into the px slim. Subsequently, the ruby coil became stuck in the px slim and while the physician was attempting to retract the coil, it unintentionally detached from its pusher assembly inside the px slim. Therefore, the physician removed the px slim with the ruby coil inside and used a syringe to flush out the coil. The procedure was then completed using the same px slim and new ruby coils. It should be noted that the physician maintained a continuous flush and used a rotating hemostasis valve (rhv) throughout the procedure. There was no report of an adverse effect on the patient.